Event description:
Download data from a (B)(6) female patient revealed several battery faults. Zoll customer support contacted the patient and issued her a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon evaluation the battery pack would not recharge and was unable to power up a test monitor and showed an 0f80 battery fault. The batteries white wire was broken at the pca. The root cause for the broken wire could not be positively identified, but the damage was likely the result of the battery pack impacting a hard surface. No adverse event resulted from the broken battery wire. The patient was issued a replacement battery pack.